Manufacturer narrative:
(B)(4). This is a product not distributed in the us and does not have a 510k number

Event description:
On an unknown date, the patient began dianeal unknown therapy. On (B)(6) 2011, the (B)(6) patient called baxter japan technical service center to report he had been hospitalized due to peritonitis. Follow-up information was received on (B)(6) 2011 from the physician: this was a (B)(6) male patient who started dianeal n pd-2 uv 1.5% therapy. On (B)(6) 2009, extraneal uv twinbag was added to his capd therapy. On (B)(6) 2011, the patient experienced abdominal pain and peritoneal cloudy effluent and was hospitalized. Treatment included ceftazidime hydrate 1gram per day intravenous (IV) and tobramycin 0.5mg/kg per day intraperitoneal (ip). Therapy was started on (B)(6) 2011 and discontinued on (B)(6) 2011. On (B)(6) 2011, the patient recovered from the event. On (B)(6) 2011, he was discharged. As of (B)(6) 2011, his capd therapy was ongoing. There was no break in aseptic technique. The patient did not receive retraining. The physician indicated the event was unrelated to dianeal n or extraneal therapy, or the clean flash. The peritonitis was caused by endogenous factors (transmural migration of micro-organism from the intestine).

Manufacturer narrative:
(B)(4). The sample was discarded and the lot number is unknown therefore no evaluation or batch review was performed. Should additional information become available a follow-up will be submitted.